Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced high voltage therapy for ventricular fibrillation. Upon interrogation, the implantable cardioverter defibrillator exhibited t-wave oversensing. The electrograms for the ventricular fibrillation episode were unavailable for review. The patient received medication and was stable post event.